Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was concerned about the refill date not changing per bonus dose. It was noted that the ptm was reset because of miscommunication. The patient was receiving appropriate therapy. It was later reported that the patient had made an appointment for a refill on 2013 (B)(6).

Event description:
It was reported that the personal therapy manager (ptm) was not uploading information; the refill date was not accurate. The ptm was decoupled and then recoupled; this action resolved the issue. The patient had had a pump replacement on (B)(6) 2013 and the ptm was still showing the old pump refill date of (B)(6) 2013. The pump was delivering fentanyl and compounded baclofen. It was later reported that the patient had no symptoms and was doing well.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).